Event description:
It was reported that during a ptca procedure the stent of the liberte' otw stent delivery system dislodged. The physician was doing an intervention located in vein graft to the obtuse marginal branch (om). The lesion was predilated and the physician attempted to cross the lesion with the 5.0 mm x 16 mm liberte' otw stent delivery system. The liberte' otw stent delivery system would not cross the lesion despite multiple attempts. The 6f al1 guide catheter was pushed into the aorta during attempts to cross the lesion. The stent caught on the edge of the guide catheter and dislodged. The guide catheter and stent were brought down to the groin and the stent was removed with the guide catheter. An 8fr guide catheter was then used and the physician deployed two 4.0 mm x 12 mm stents. There were no patient complications. Patient status is reported "okay".